Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose past 6 months with blood glucose of 900 mg/dl. The customer's current blood glucose was unknown mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer reported that the insulin pump was not delivery enough insulin. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.